Event description:
It was reported that a button was unresponsive on the insulin pump and the battery cap was damaged. The customer's blood glucose was 75 mg/dl. The insulin pump was reportedly not exposed to moisture. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was visually inspected and a cracked reservoir tube lip, a cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners and a damaged battery cap coin slot were noted. Bleeding lcd glass was also noted. All buttons were functioning properly. However, moisture damage was noted on keypad traces.